Event description:
It was reported that episodes of inappropriate automatic mode switch (ams) due to far over-sensing were noted on a remote transmission. No programming changes were made at this time, the patient will be monitored. No patient symptoms were reported.